Event description:
Surgical technologist was walking down the hall when he apparently slipped and fell. He went to the emergency room, and currently is under the care of an orthopedic specialist. The employee is unable to work at this time. It was reported that no water/fluid spill was present.

Manufacturer narrative:
The customer was not able to provide the lot number, therefore, the device history record could not be reviewed. Historical trending was done. A review of the test results for the force profile, measured for the returned sample, indicates that the skid resistance is consistent with similar measurements performed on shoe covers in the past. From the test result, the performance of the returned sample was confirmed to be consistent with the expected performance of current shoe covers, and no abnormality was identified. The root cause of the failure could not be determined from this investigation. We will continue to monitor complaints for any trends.